Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal rca with a xience v stent. In 2009, the pt experienced chest tightness. There was no reported treatment other than a repeat cardiac catheterization scheduled for about one week later. The pt was admitted to the hospital, and underwent scheduled cardiac catheterization. Angiography results were suggestive of restenosis. A functional ischemia study was positive. Troponin level was elevated, no myocardial infarction was diagnosed. The pt underwent percutaneous coronary intervention via placement of a xience v stent in an overlapping fashion to the pre-existing mid rca xience v stent as well as stenting to the distal cx. The pt was discharged 5 days later. There is no additional info available.

Manufacturer narrative:
Angina, ischemia, and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Additionally, these pt effects, along with elevated cardiac enzymes and hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. There was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency.